Manufacturer narrative:
(B)(4). Corrected data: model number updated from opt944 to opt970. Brand name updated. The opt970 optiflow plus tracheostomy direct connection interface is used to deliver humidified oxygen to patients via tracheostomy. The interface is held in place by a neck strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's trache. Method: the complaint (B)(4) optiflow plus tracheostomy direct connection interface was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer, and our knowledge of our product. Results: visual inspection of the photograph revealed that the tubing was found to be stretched and pulled apart next to the connector. It was further reported by the hospital that the patient was found to be pulling the tube, resulting in the tubing to be broken. Conclusion: based on the information provided by the customer and our investigation, the damaged observed to the opt970 optiflow plus tracheostomy direct connection interface is due to the tubing being pulled by the patient. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject interface would have met the specification at the time of production. Our user instructions that accompany the (B)(6) optiflow plus tracheostomy direct connection interface states: - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. - do not crush or stretch tube, to prevent loss of therapy. - failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A distributor reported on behalf of a healthcare facility in china, via a fisher & paykel healthcare (f&p) field representative that a tubing of an opt970 optiflow plus tracheostomy direct connection interface was broken. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). The opt944 optiflow nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer, and our knowledge of our product. Results: visual inspection of the photograph revealed that the tubing was found to be stretched and pulled apart next to the connector. It was further reported by the hospital that the patient was found to be pulling the tube, resulting in the tubing to be broken. Conclusion: based on the information provided by the customer and our investigation, the damaged observed to the opt944 optiflow nasal cannula is due to the tubing being pulled by the patient. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject cannula would have met the specification at the time of production. The setup instructions in the user instructions which accompany the opt944 optiflow adult nasal cannula include the following steps: "ensure headstrap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." The user instructions also contain the following warnings/cautions: "do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher & paykel healthcare (f&p) field representative that a tubing of an opt944 optiflow nasal cannula was broken. There was no reported patient consequences.